Event description:
Device evaluation: the lay user/patient¿s test strips have been returned and evaluated by lifescan (lfs) product analysis with the following findings: the test strips failed testing; the reported issue was confirmed. The test strips were found to be stuck together due to not being cut properly during the slitting and vialling process. On (B)(6)2017, the reporter contacted lfs (B)(4), alleging ¿sticking test strips¿. This complaint was initially ruled out because there was no indication that the product caused or contributed to an adverse event and the information obtained during the initial call did not reasonably suggest that a malfunction had occurred.